Manufacturer narrative:
Product analysis: visual inspection confirms the bone screw disassembled from the head. The ring ((B)(4)) and crown ((B)(4)) were still assembled in the head. A portion of the ring has been sheared through the cross sectional area, with the remaining portion of the ring still seated in the groove of the head. The retaining ring is fully seated, but has been deformed and partially sheared off. The deformed and sheared areas are on either side of the retaining ring gap would reduce the force required for head disassembly. Unable to determine bone screw head diameter as manufactured, due to severe bone screw head damage. The above observations are consistent with overload as the mechanism of failure.

Event description:
It was reported that during surgery the screw broke. Product came in contact with the patient. Patient complications were reported unknown.